Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received replacement pump, but it was not basaling. The customer's blood glucose level was 323mg/dl. The customer states their levels had been as high as 400mg/dl. Troubleshoot was conducted. The pump was found to have passed testing. The customer was advised to monitor the device and call back if issues persist.